Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. It was reported that cs100 intra-aortic balloon pump (iabp) reported electrical appliance detection failure code "39". Getinge field service engineer (fse) found that the machine reported electrical appliance detection failure code "39" when it was turned on. The hospital immediately stopped using it and no personal injury was caused. Fse went to the customer site and found that the fault was caused by the alarm due to the failure of the mainboard. The mainboard needed to be replaced and a quotation was given to the customer. Fse went to the customer site and negotiated with the customer. The customer chose a third-party repair due to price reasons. No patient involvement. Customer chose a third-party repair due to price reasons.

Event description:
It was reported that before use, when the unit was turned on, the cs100 intra-aortic balloon pump (iabp) unit had an electrical appliance detection failure fault code "39".  The iabp was not used. There was no harm reported.

Manufacturer narrative:
Due to character restrictions in block telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a